Event description:
It was reported that during a routine follow up, the patient with this pacemaker experienced asystole and syncope due to loss of capture in unipolar pacing configuration. The device was interrogated, and it was found that it had reverted to safety mode. Consequently, the patient was admitted to the hospital and the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted tool marks on the device header. Device interrogation and the observed oscilloscope signals confirmed that the device was operating and pacing in safety mode. Detailed analysis did not find evidence of any component failure; therefore, the root cause of this observation could not be confirmed.

Event description:
It was reported that during a routine follow up, the patient with this pacemaker experienced asystole and syncope due to loss of capture in unipolar pacing configuration. The device was interrogated, and it was found that it had reverted to safety mode. Consequently, the patient was admitted to the hospital and the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.